Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high undefined impedance on the right ventricular (rv) lead. There was also steady impedance and elevated threshold. The lead remains in use. No patient complications have been reported as a result of this event.